Manufacturer narrative:
(B)(4): as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in the calcified proximal circumflex (cx). The lesion was predilated with a 3.0x12mm apex balloon and then a 3.50x12mm taxus liberte stent was advanced to the cx; however, it was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was damaged. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as "fine".